Manufacturer narrative:
The consumer reported that the patients tooth type was a 2, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability was achieved ut osseointegration was not achieved.

Event description:
The consumer reported that the patients tooth type was a 2, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability was achieved ut osseointegration was not achieved.